Event description:
Patient admitted with afib with rvr. Diltiazem drip started in emergency room after ivp given. Drip was clamped with resulting upstream occlusion, and did not alarm, so medication was not infused, and heart rate was not controlled. Medication started by mouth, diltiazem ER and metoprolol. Of note po medications are the standard treatment protocol. Manufacturer response for sigma spectrum IV infusion pump, sigma spectrum IV infusion pump (per site reporter). Report from pump has been pulled and sent to manufacturer for quality check. Pump returned to uhs for evaluation.